Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that upon removal of the listed device, the cannula was not attached to the site. Reporter was unsure whether the cannula remained inside the patient's body. Skin was reported to look normal and not irritated. No adverse health outcome resulted from this event.